Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient who experienced peritonitis. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics for peritonitis (unknown dose, frequency and route). At the time of this report, the patient was continuing to take the unspecified antibiotics. The patient was recovering from the event of peritonitis. The action taken with pd therapy was unknown. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.